Event description:
It was reported that the patient felt discomfort at the device implant site, and a battery performance alert (bpa) was received by the clinician. Following the bpa advisory, the implantable cardioverter defibrillator was explanted. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Correction: the report subtype should be 30 days instead of bimonthly.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(4) 2016.